Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this pacemaker has sudden dropped in longevity for three months from two years to end of life (eol).boston scientific technical services (ts) explained this is not a normal battery depletion if magnet rate early this year was at a hundred. Hence, the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker has sudden dropped in longevity for three months from two years to end of life (eol). Boston scientific technical services (ts) explained this is not a normal battery depletion if magnet rate early this year was at a hundred. Ts then recommended device changeout. Hence, the device was explanted. The device was returned and was analyzed by the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.